Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump experienced an undefined speaker issue after being dropped into paint. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.